Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Corrected information: a3, b5, g3 (inadvertently omitted), d11 (incorrect product selected) - identified during peer review.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) at a rehabilitation center expired on 11/mar/2020. The registered nurse (rn) indicated that the patient expired over night and was likely receiving pd treatment on the liberty select cycler at the time. There was no allegation of a fresenius device(s) or product(s) malfunction or deficiency reported. Subsequent attempts to obtain additional information (e.g. Discharge summary, patient demographics, death certificate, autopsy report) have thus far proven unsuccessful.

Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of death. The etiology of the event is unknown; therefore, causality cannot be established. The patient was likely undergoing ccpd therapy using the liberty select cycler when the event occurred, as the patient expired ¿overnight.¿ there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction occurred. However, the rn could not comment on the patient¿s cause of death, or if the event was related to a fresenius product(s) or device(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event. Due to the lack of information (e.g. Treatment record, discharge summary, patient demographics, death certificate, autopsy report) and no manufacturer evaluation of the suspect device (not returned to manufacturer).there is insufficient data/evidence to disassociate the liberty select cycler from the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) at a rehabilitation center expired on (B)(6) 2019, while utilizing the liberty select cycler. There was no allegation of a fresenius device(s) or product(s) malfunction or deficiency reported. Subsequent attempts to obtain additional information (e.g. Discharge summary, patient demographics, death certificate, autopsy report) have thus far proven unsuccessful.